Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the cgm was displaying low which prompted the patient to eat food and drink liquids. Some time after, the patient was not feeling well and went to the hospital. At the hospital, a bg was checked and it was 600 mg/dl. The patient was treated but could not remember what medications he was provided. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.